Event description:
Cta heads have missing screws.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned trials confirmed trial confirmed the missing screw. Although the exact root cause could not be determined, cleaning purposes and/or heavy usage may be contributing factors. A search of the complaint databases did not show any other reports against the product and lot combination. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.